Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic on (B)(6) 2017 experiencing phrenic nerve stimulation. It was determined the phrenic nerve stimulation was being caused by a dislodged right ventricular lead. The patient¿s right ventricular lead was then repositioned on (B)(6) 2017. There were no complications from the procedure. On (B)(6) 2017, the patient was feeling palpitations and presented to the emergency room whereupon the right ventricular lead was explanted and replaced. Upon examination, the explanted lead appeared to be normal and patient anatomy was suspected as being the problem. The patient was asymptomatic during the explant and subsequently stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.